Event description:
Nurse educator reported upon testing a fms control kit she could not instill water into the autovalve; inflation port as it leaks out. When attempts to instill water into the inflation port it would when leak back out from the autovalve area. It is also reported that territory mgr was at the facility today and reports he tried to also inflate the port on this fms and could not instill water pass autovalve as it would leak back out around the autovalve area. Reports he could not visually see any split, tear, defect on the inflation port, or autovalve area. Information referred to in email states that there are "two reports of an issue with control auto valve/inflation port leaking."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that territory manager has replaced product. No sample was available for evaluation. Final quality evaluation was performed on (B)(4) 2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy reports (dr) in vesta's system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. This case was identified during the recent FDA inspection (B)(4). A separate 3500a form has been completed for the other case under patient identifier (B)(6) and MFR report 2243969-2014-00221 (this is report 1 of 2 to capture these cases). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.